Event description:
On (B)(6) 2009, the pt reported that her infusion tubing repeatedly disconnected from the infusion device at the luer connection. She stated that the infusion tubing appeared to be damaged and stretched out and she changed the infusion set. She stated that the infusion tubing had been in use for one day. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.